Event description:
The patient had less than 50% therapy relief. The pump had never worked. The patient never had relief with the pain pump. A dye study was done on (B)(6) 2015. They suspected catheter migration per x-ray and MRI readings. The physician was unable to visualize the intrathecal segment. The physician identified coiled catheter over the spine at the level of l3. There was a segment with tip that was epidural, but none intrathecal. Future interventions were not yet planned. The device system was delivering fentanyl. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Manufacturer narrative:
The main component of the device system; other relevant components include: product ID: neu_unknown_cath, serial# unknown, implanted: (B)(6) 2012, product type: catheter. Product ID: 8709, serial (B)(4), implanted: (B)(6) 2007, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was currently (as of (B)(6) 2017) receiving dilaudid [2.0 mg/ml] at a dose of 0.5579 mg/day and bupivacaine [5.0 mg/ml] at a dose of 1.3947 mg/day via an implantable pump for non-malignant pain and degenerative disc disease. It was reported via pump logs examined on 2017-sep-20 that the spinal segment of the catheter was revised on (B)(6) 2015. The logs also showed that the pump was placed on (B)(6) 2012 (note this is conflicting with the registration records that show it was placed on (B)(6) 2012) and that a new spinal section of the catheter was added on (B)(6) 2012 (refer to manufacturer report #3007566237-2017-04045 for details pertaining to that event). No further complications were reported or anticipated.